Manufacturer narrative:
The subject device was not returned to omsc since the following third microbiological test at the user facility indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument and suction channel of the subject device tested positive for gram negative bacillus (the numbers was not informed) during a weekly surveillance culturing test by the facility, and the subject device tested positive for pseudomonas aeruginosa during additional microbiological culturing test at the facility. The subject device had been reprocessed using an olympus automated endoscope reprocessor model oer-4 (not available in the USA). There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".